Manufacturer narrative:
Surgeon knew patient had avascular necrosis when implanting the total ankle replacement. He tried this instead of going straight to a fusion on the chance that it may be successful and delay the fusion for a while. Device history record showed no anomalies.

Event description:
Patient had star ankle prosthesis removed and revised to a fusion.